Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the induced arrhythmia following implant. During the attempted ventricular arrhythmia induction, the telemetry was lost, therefore a commanded shock was not possible. The patient was subsequently externally defibrillated. The pocket was then reopened and the electrode disconnected. After reconnecting the electrode to the device, there was no indication of noise and all measurement were determined to be acceptable. The device was checked again in clinic and another attempted induced arrhythmia was completed; however, conversion was not successful. This device was subsequently explanted. No additional adverse patient effects were reported.